Manufacturer narrative:
Event site name: (B)(6) hospital. Event site telephone: (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported by the customer during clinical use on a patient, that the cardiosave intra-aortic balloon pump (iabp) had a leak alarm indicating a malfunction of the equipment. No injuries or adverse patient outcomes have been reported while no patient information could be obtained.